Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had some signs of clinical usage and no non conformities. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "stopped working" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 "stopped working correctly" during branch ligation. The harvester did wait the necessary time in between, thinking the safety mechanism had engaged. However, the device did not return to working properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.